Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture.

Event description:
Healthcare professional reported through regulatory agency "the patient experiences spontaneous pain on palpation. Baker's contracture (ii grade)" and "opening of the periprosthetic capsule with leakage of silicone". This record is for the right side. The device was explanted and replaced. The device was discarded.